Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 108 mg/dl at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within spec and passed the unexpected restart error test, self test, and the displacement test however, pump alarmed compromised force sensor system during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion test, prime test, excessive no delivery test, and the delivery accuracy test due to compromised force sensor system alarm. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, stained end cap sticker, and scratched reservoir tube window.